Manufacturer narrative:
The device history record was reviewed, and the shop orders indicate that product and specification requirements were met with no non-conforming product identified relating to this customer report. Five samples were received outside of their original package. The samples were visual and functional inspected. During the functional inspection a leak was detected between the connection of tubing line and the spike connector. The reported condition will be treated as confirmed related to manufacturing/production process. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feeding sets tubing were leaking while in use.